Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with the reported problem, "verify." The quality engineer later assigned the as determined problem to be the out of calibration sensor board; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with the reported problem, "verify" was not confirmed during product evaluation. The quality engineer later assigned the out of range air sensors to be the as determined problem. This condition was caused by the air sensor being out of calibration. The air sensors were recalibrated to correct the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per (B)(4) retention period. A follow-up report will be filed if any additional details become available.